Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) was confirmed. Upon investigation the monitor displayed failed a baseline test and was unable to complete detect and treat testing. The cause for the failure was isolated to a shorted q701 component on the computer/analog pca, causing it to turn on the driven ground relay. The root cause of the shorted q701 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107.